Manufacturer narrative:
Our field service engineer did not find any ventilator malfunction. Any further issue with the ventilator has not been reported. The reported case of incorrect peep (positive end expiratory pressure)readings could not be confirmed from the device logs. Parameter and function changes show that the ventilator was under supervision. All pre-use checks the latest months have passed. Incorrect pressure measurements may lead to high pressure which may lead to injury and stop of ventilation. Exact peep measurements and control depend on calibration values calculated during a pre-use check and it is recommended to conduct a pre-use-check immediately before ventilation. Visual and audible alarms will be generated if set alarm limits are exceeded. The circumstances that led to the reported event with incorrect peep readings are unknown, but there was no indication of a technical ventilator malfunction.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator had incorrect peep (positive end expiratory pressure) readings. There was no patient harm. (B)(4).